Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n443114, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was in pain. She had to take more pain pills and the pain was going down her tailbone. The pain was noted to have been there since implant. The reason for the pain was stated to be because the stimulator hadn't been programmed yet to work for her back. The patient was implanted on (B)(6). The patient was able to control her legs with the stimulator but was not able to do anything for her back. The pain was described as "really bad" as if she never had an implant surgery. The patient called back on (B)(6) and reported that they had no therapeutic effect. Reprogramming was tried but it never really helped. It was noted the permanent implant helped with the patient's leg pain but never helped with her back pain even though the device was implanted for both back and leg pain. The patient further stated that the trial was successful but the permanent implant wasn't the patient was seeing the end of service (eos) message on (B)(6), and the patient was dissatisfied as she only had the device for one year . The patient had a gradual return of back pain which started in (B)(6). There were no traumas or falls possibly related to this issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.